Event description:
It was reported that during a low anterior resection, the surgeon used pursestring technique for proximate bowel with anvil of the device. Surgeon fired stapler and heard crunch. Got only one full ring of tissue (the rectal stump) and partial ring from the colon. Surgeon noticed leaking from the staple line and believes the stapler only fired a portion of the staples. The surgeon had to hand sew patient. There is no patient consequence known.